Event description:
Pt admitted in 2009, and pads were placed then in the ER. Subsequently, transferred to ccu for care where pads remained on and pt was being paced. Two days later, pads were removed and a circular wound the size of a dime was noted.